Manufacturer narrative:
Pride sent a field service technician to evaluate the device. During the evaluation, it was noted that the original user of the device had passed away in 2009. The device has since been kept outside under a carport and not maintained via the preventive maintenance section of the owner's manual. The son of the deceased end user was looking to have the device repaired so that he could utilize it. However, pride medical devices are fit to a patient's needs through an authorized provider. This device was fitted for his mother and therefore, pride cannot authorize this unit for the son's use.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Customer alleges unit sat under son's carport for a long time. Son was trying to get unit working so he could use it. Son removed the rear caster wheels and they disintegrated in his hands.

Event description:
Customer alleges unit sat under son's carport for a long time. Son was trying to get unit working so he could use it. Son removed the rear caster wheels and they disintegrated in his hands.